Manufacturer narrative:
(B)(4). Date sent: 12/6/24. D4: batch # unk. B3: exact date is unk. Assumed first day of the month. User facility medwatch form: (B)(4). Additional information was requested, and the following was obtained: did the device start to deploy staples and cut but could not be completed (partially fire)? Partial fire was there any difficulty opening the device? No- surgeon utilized release button and was able to remove stapler. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device lock-out (no staples deployed and no cut line started)? Did the device fully fire and stop during the automatic knife return? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? A manufacturing record evaluation was performed for the finished #plee60a, with lot/batch #c9ey6p, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the staple misfired then second staple loaded. Stapler clamped on tissue, safety released, fire button engaged. Stapler started to fire but stopped. Reverse button engaged, stapler opened/unclamped from tissue and removed from body. Stapler removed from service. There were no patient consequences reported. Additional information requested.